Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 500 mg/dl. The customer stated that they felt symptoms of nausea, vomiting, abdominal pain, difficulty breathing. The customer was moving a bush in their yard prior to the high blood glucose levels occurred. The customer injected 50 units of inulin in their body but their blood glucose levels would not drop. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.